Event description:
Customer states that for 2 weeks he has been using the sidekick meter and has obtained high blood results. The customer states that although he is not diabetic he decided to purchase the meter to check his glucose. Customer ran blood test with the meter and got 193 and 200mg/dl. The customer indicates that the results were consistently high regardless of any attempts to lower his glucose. Customer went to the hospital due to concerns of possibly having diabetes. The hospital ran a blood test and the results they obtained were 82mg/dl. The device or method used by the hospital was not disclosed. The customer states when he came home from the hospital he ran a blood test with the sidekick meter again and the result was 200mg/dl. Time frame after hospital result was obtained was not disclosed.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Customer complaint of high blood results. Customer states that although he is not diabetic he decided to purchase the meter to check his glucose. Customer ran blood test with the meter and got 193 and 200mg/dl. The customer indicates that the results were consistently high regardless of any attempts to lower his glucose. Customer went to the hospital due to concerns of possibly having diabetes. The hospital ran a blood test and the results they obtained were 82mg/dl. The device or method used by the hospital was not disclosed. The customer states when he came home from the hospital he ran a blood test with the sidekick meter again and the result was 200mg/dl. Time frame after hospital result was obtained was not disclosed.

Manufacturer narrative:
(B)(4). Product not returned. Customer only wanted refund of money, not exchange of product.